Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the customer traveled to the mountains. Customer was not outside labeled operating altitude range. Customer's blood glucose level was not adversely impacted by the reported issue. Reportedly, the customer was able to load a new cartridge, clear the alarm, and resume insulin therapy.